Event description:
It was reported that the clamshell iodine sponge was separated from the clamshell during manipulation. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified the foam was separated from the connection shield; it was noted that there were weld marks within the shields. Two companion samples were received; however, no issues were noted during their visual inspection. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.